Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a drawer failure occurred. The customer reported that while performing recover storage space, no recovery icon was displayed to resolve the failed drawer issue.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 15-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that refrigerator was not detected on the bus. The field service engineer (fse) verified the customer issue and found the refrigerator was not detected on the bus. Performed a power cycle on both the refrigerator and medstation, after which the refrigerator reappeared on the bus. Additionally, identified a ghost failure on the tower where all tower doors showed failed and all doors were recovered, and the failure icon was cleared. The system functioned as intended after the field service engineer repaired the device.